Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. A high drain volume alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) was noted in the event history log on the date of the reported event for an increased intraperitoneal volume (iipv) event, which occurred during cycle 3. The cycle 3 ultrafiltration value was 6185ml. The device passed both returned instrument testing evaluation (rite) electrical and functional testing. The external/internal inspection was performed and the device passed. The pneumatic system was found to be working to specification. A short simulated therapy was performed on the device successfully. The cause was determined to be a use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported by the home patient (hp) that the homechoice (hc) device had overfilled them. The hp was connected for therapy during fill 3 of 5 and stated that they bypassed to drain 3. The hp did not know how much they drained but they felt better so they let the therapy continue. The technical service representative (tsr) inquired about the therapy log, but the hp was not in position to check it. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.